Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro 2 cable end cover broke off one end. A replacement cable was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the cable connection end had detached and was rec'd separate. Based upon the visual observations, the reported complaint "collar on cable broke off" was confirmed. Internal file number - (B)(4).